Event description:
Medtronic recalled infusion sets for its insulin pumps. I complied with the recall immediately and returned about 24 infusion sets. I received one box of replacement infusion sets (10). The recall asked that we return all of the defective infusion so that I do not have any of the defective sets remaining. I have almost exhausted the limited number of replacements that were sent and my calls to medtronic revealed that, notwithstanding my compliance with their program, I was not scheduled to receive any additional replacements. The failure to timely receive the replacements will mean that I will have to abandon my insulin pump therapy. This is very annoying and potentially a life-threatening situation because I have not used insulin-delivery-by-syringe for at least 5 years and I will have to contact my physician and get instructions for the therapy and prescriptions for the syringes and the net insulin. I understand the need for the recall and appreciate the manufacturing challenges to which medtronic was responding. What I cannot understand is why they left me hanging even though I complied with their recall requirements and put my health at risk. A user of their products should be able to rely on their ability to supply products in accordance with the correspondence set to the user and I should not have been put in the position of having to call to follow up. Thank you. When I spoke to their representative today (B)(6)), the rep took my information and told me that I would receive the first book of the remaining sets I was owed in about 3 weeks. I reiterated that I had only a single infusion set remaining and that, per the instructions, that set would be useful for me for only 3 days. The rep had no solution.